Event description:
It was reported that during a hip procedure the flexible shaft broken off drilling for screws. No harm patient was reported. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, g3, g6, h2, h3, h6, h11. Corrected: d4. Complaint can be confirmed through the returned product analysis. Device was returned with distal end fractured from flex shaft. Visual review of the returned product confirms etch detail. Both pieces were returned. Shank and distal tip show signs of previous use. Device has an approximate field age of 4.5 years. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: e1 - email address.